Manufacturer narrative:
Review for the day of treatment shows during the bed cut of the reported treatment an error message appeared and the system aborted the treatment. The warning message was shown because the suction value for suction one was oscillating at the lower limit. The user restarted the aborted treatment and performed it successfully. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error messages. The sample was returned. Failure analysis shows the sample was returned in the unopened blister. The received sample was not used. The reported suction loss problem is caused by bad docking and most possible the movement of the patient´s eye which caused the system warning message and aborted the treatment. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a femtosecond patient interface that broke suction. Follow up information received indicated the facility attempted to use the same patient interface from the first eye on the second eye and lost suction after the laser had fired.